Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a stent break occurred. The lesion was located in the common bile duct. The rx wallstent permalume 10mm x 40mm stent delivery system (sds) was advanced to the cbd, however, it was noted that the stent was "broke". It was not known if an attempt was made to deploy the stent. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.